Event description:
It was reported that during a peripheral stenting procedure, deployment difficulties were encountered. The lesion being treated was located in the left common iliac. While attempting to deploy the symphony biliary stent, the trigger was "sticky." Upon deployment, the stent traveled proximal, and the catheter tip broke. With manipulation the tip was able to be removed from the pt. No further pt complications were reported, and the procedure was competed with this device. Pt status was reported as 'fine.' Multiple attempts to obtain add'l info have been unsuccessful. Add'l info is not available.

Manufacturer narrative:
The stent remains implanted, and the delivery device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.